Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The insulin pump alarmed button error. The up and down arrow buttons were sometimes unresponsive. The customer removed the battery but the insulin pump alarmed battery out limit and the keys were unresponsive. Customer's blood glucose level was 293 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.